Event description:
It was reported that during a paroxysmal a-fib procedure, there was a map shift due to the patient movement but no alert was received from the carto 3 system regarding the patient movement. The customer call after the case was completed successfully and stated that during the case the bwi representative re-fam mapped and a vertical shift was very pronounced. The bwi representative advised lab staff that on some types of patient movements it may result in shifts without errors. The case was completed without patient consequences. After follow up with the customer regarding detailed information of the event, it was stated that the location of all the catheters changed in the same direction after map shift (diagnostic and ablation). The map shift was approximately 5 to 10 mm.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, there was a map shift due to the patient movement but no alert was received from the carto 3 system regarding the patient movement. The customer call after the case was completed successfully and stated that during the case the bwi representative re-fam mapped and a vertical shift was very pronounced. The bwi representative advised lab staff that on some types of patient movements it may result in shifts without errors. The case was completed without patient consequences. Log files were was sent to the manufacturer (htc) for investigation. The information was evaluated and no error related to body coordinates system (bcs) appeared. Due to the date of the event, the recordings couldn¿t be collected from the system, therefore; the issue could not be duplicated by the manufacturer. In addition it was stated that error warning was shown to the user during the case on ultrasound and mapping catheters as well as on patches. Field engineer confirmed to the bwi representative that the customer didn¿t experience any map shift since the one reported in this complaint. The system has been running normally and ready for use. The DHR associated with carto 3 # 11862 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.